Event description:
It was reported the pt ((B)(6)) experienced soreness at the ipg site and overstimulation. The pt's ipg was observed to be mobile in the pocket. Non-invasive troubleshooting found no functional issues with the device and impedance measurements were said to be within normal limits. Surgical intervention was undertaken for further interrogation of the ipg site. Finding no abnormalities, the physician elected to explant and replace the pt's ipg with a smaller model. Following the procedure, the pt reported the new ipg was more comfortable and has since experienced no further occurrences of overstimulation. The physician suspects that the reported overstimulation may be related to anatomical issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.